Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 25 june 2025, senseonics was made aware of an incident where the patient complained of false hypoglycemic alerts from the eversense e3 cgm system. The event happened on 22-jun-2025 at 11:40 pm. The sensor glucose (sg) reading was 50 mg/dl where as blood glucose (bg) meter showed 110 mg/dl. The patient did not have to take any actions.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis revealed that on (B)(6) 2025 at 11:38 pm, the sensor glucose (sg) value was 56 mg/dl and at 11:54 pm, the blood glucose (bg) was 113 mg/dl. A review of the alert history revealed that the customer received a low glucose alert around the reported time as sg was below 65 mg/dl. The analysis revealed that the differences observed by the customer were due to the delay (lag) that often occurs between changes in bg values and the corresponding change in sensor readings, typical of cgm systems. The system was monitored for few days which showed bg values were in good agreement with the sg values. A review of 2 weeks worth of data (B)(6) post case closure was analyzed, and the system was working within expectations. No further investigation was found necessary for this complaint.b4. Date of this report 22 sept 2025,g3. Date received by the manufacturer? 22 sept 2025,h3. Device evaluated by manufacturer? Yes,h6. Type of investigation updated to 4121,h6. Investigation findings updated to 114,h6. Investigation conclusions updated to 22.